Event description:
Pt recently started on peritoneal dialysis. Pt admitted to the hospital on (B)(6) 2019 with abdominal pain, oxygen desaturation and septic shock. Pt was admitted to the hosp on (B)(6) 2019 critically ill with abdominal pain, shortness of breath, serious electrolyte abnormalities and severe sepsis. Pt's condition continued to deteriorate during the admission. The pt passed away on (B)(6) 2019. Pt had recently begun home peritoneal dialysis treatment using the fresenius liberty model. It is unk as to what if any the switch to the new machine contributed to his death. Infectious disease has reported a spike in peritoneal cases following the change over to the fresenius liberty cycler starting in late (B)(6) 2019.